Manufacturer narrative:
(B)(4).

Event description:
The device was removed due to elective replacement indicator (eri), returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant product: 4053 competitor implantable pacing lead, (B)(6) 2007; 4196 implantable pacing lead, (B)(6) 2010. (B)(4).